Manufacturer narrative:
No unexpected alarms noted during testing. The pump passed the displacement and rewind tests. The pump gave a motor error alarm during the basic occlusion test due to a loose/protruded drive support disk. The pump also had a cracked lcd window, a cracked case at the display window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads and a broken belt clip slot.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed a compromised force sensor error and that insulin was "squirting" out during the manual prime process. The patient can leave this process. The blood glucose reading was 7 mmol/l. It was also stated that the motor does not detect the reservoir. The customer was advised to return the insulin pump for analysis.